Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 146 mg/dl. The customer stated that the insulin pump alerted low battery, but when she went to replace the battery, she observed the button error alarm. She was unable to clear the alarm using the esc and act buttons. She also stated that she had left her insulin pump in her bra, which she normally did with no problem. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked case at the displaying window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.